Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a tibia fracture injury that occurred on (B)(6) 2012; there was an unknown surgery on an unknown date to repair the injury. The patient had various surgeries being implanted with non-synthes products, in which a fragmented screw still remains in the patient. On (B)(6) 2015, the patient had a synthes tibial nail and seven (7) screws implanted due to a non-union of the tibia fracture. The patient underwent revision surgery on (B)(6) 2016 to remove the intact tibial nail and seven (7) screws; and was revised with bone graft, a 3.5 mm locking compression plate (lcp) medial distal tibia plate and the fibula was plated as well. There was no delay in surgery and the procedure was completed successfully. This report is 5 of 8 for (B)(4).